Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The device was powered back on with minimal delay and used to continue patient care throughout the remainder of the event. There were no adverse effects to the patient as a result of the reported failure. No further details were provided by the customer.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported failure. Physio downloaded the electronic patient record for review and confirmed that there were two instances where the unit powered down for reasons unknown; the first time for 22 seconds and the second time for 16 seconds. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported failure could not be determined.